Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Representative reported that the rv pacing impedance has been greater than 3000 ohms for some time, having gradually increased to this value from approximately 2000 ohms at implant. Noise was not produced with postural testing. Lead was capped. No adverse patient events were reported.